Event description:
It was reported that a physician in training, attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. During the procedure, the vessel locator wings collapsed before the clip was released. The clip could not be released and hemostasis was achieved with manual compression. There were no pt effects. No further pt info received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot info has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info.